Event description:
It was reported by a family member the patient heard an "alert tone playing recently and wondered what it was for." Follow-up with the physician was recommended. Additional information from the physician's office indicated the patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.